Manufacturer narrative:
(B)(4). This event was previously reported in 0009613350-2017-00570. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-00157. 0001822565-2020-00158. 0002648920-2020-00026. 0002648920-2020-00027. Concomitant medical products: femoral component option for cemented use only size c left item# 00599401391 lot# 62066641, stem extension offset 11mm dia x 100mm length(combined length 145mm) item# 00598802011 lot# 62248638, stemmed tibial component precoat size 1 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem extension item# 00598002701 lot# 62167044, stem extension straight 13mm dia x 100mm length(combined length 145mm) item# 00598801013 lot# 62255341. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient filed a legal claim for unknown reasons. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.